Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. The catheter was returned with the splines inverted. It was not possible to load the guidewire possibly due to damage to the guidewire lumen. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other potential abnormalities that could contribute to a deployment issue. Dissection of the device revealed a kink in the guidewire lumen near of the hypotubes. A labeling review awas also conducted. The device was used for pwi and cti ablation, which are considered off-label uses of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the guidewire was hard to pass through the catheter, the catheter exhibited a spline inversion, and the catheter was difficult to maneuver. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. It was noted that the device was not deploying correctly, and the guidewire was hard to pass through the catheter. Though fluoroscopy was not used to visualize how the device was deploying the device was able to deliver ablation energy, so it was assumed there was no spline inversion, and the procedure was continued. The catheter was used for pulmonary vein isolation (pvi), posterior wall isolation (pwi), and a cavotricuspid isthmus (cti) ablation. Use of the catheter to perform pwi and cti ablation constituted off-label use of the device, as it is indicated for pvi per the instructions for use (IFU). The procedure was completed using the catheter with no patient complications. After the procedure the catheter was inspected and a spline inversion was confirmed, as the spline array had formed into a cobra shape. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the guidewire was hard to pass through the catheter, the catheter exhibited a spline inversion, and the catheter was difficult to maneuver. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. It was noted that the device was not deploying correctly, and the guidewire was hard to pass through the catheter. Though fluoroscopy was not used to visualize how the device was deploying the device was able to deliver ablation energy, so it was assumed there was no spline inversion, and the procedure was continued. The catheter was used for pulmonary vein isolation (pvi), posterior wall isolation (pwi), and a cavotricuspid isthmus (cti) ablation. Use of the catheter to perform pwi and cti ablation constituted off-label use of the device, as it is indicated for pvi per the instructions for use (IFU). The procedure was completed using the catheter with no patient complications. After the procedure the catheter was inspected and a spline inversion was confirmed, as the spline array had formed into a cobra shape. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.